Event description:
It is reported that a customer was hospitalized for a high blood glucose level of 540 mg/dl. The customer stated that their pump may not be working. The customer stated that they will call back to trouble shoot at a later time. No further information was provided

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.